Manufacturer narrative:
Date sent to FDA: 6/28/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a complex ventral incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced ventral incisional hernia recurrence.

Manufacturer narrative:
Additional information. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. The manufacturer date and expiration date have been obtained. File has been updated accordingly.

Manufacturer narrative:
Patient code: (B)(4)-surgical intervention. It was reported that patient underwent mesh removal on (B)(6)/2012 by dr. (B)(6) at (B)(6) due to pain and infection.